Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and difficult to read for a few months. It was getting worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. No damage to the display or display lens was observed. Investigation revealed the display screen had normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.